Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, necrosis, infection.

Event description:
Healthcare professional reported right side "late-onset seroma", "wound margin necrosis", "fever of 38.5°c, ¿ swelling and redness of the reconstructed breast, and pain", "wound showed swelling and mild redness, and bacterial infection was suspected" and "the te was bent due to the formation of the seroma, and the skin ruptured at that site, exposing the te." The events of "contracted covid-19" and "mild sore throat" are not device related. Device was explanted.